Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range pacing impedances above 2000 ohms caused by lead fracture. The patient was given antibiotics and no other additional adverse effects were reported.